Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens advanced and got stuck in the nozzle when the iol was being loaded, distal portion of the aperture was bent. Additional information has been requested but is not available at the time of this report.